Manufacturer narrative:
In section h-6, event problem and evaluation codes, the following information was corrected after the event investigation was completed. Results code: initial report submitted listed code 3233 - results pending completion of investigation. We have now selected code 213 - no device problem found. Conclusions code: initial report submitted listed code 11 - conclusion not yet available. We have now selected the following codes: code 4307 - cause traced to component failure. Code 18 - failure to follow instructions. Code 61 - unintended use error caused or contributed to event. Code 22 - known inherent risk of device.

Manufacturer narrative:
The tag is pre-loaded in the tag applicator. The tag's serial number is (B)(4).

Event description:
Radiologist was placing the tag percutaneously in the breast of the patient to temporarily mark a lesion intended for sugical removal. The tag is placed in the breast using the tag applicator. According to reporter, the patient's breast was dense; and when the tag deployed from the applicator, the radiologist heard and felt crunching. Glass encasement of the tag broke during deployment, and glass fragments remained in the breast. The tag was no longer emitting a signal. On monday (B)(6) 2019, dr. (B)(6) performed the scheduled surgery to remove the breast tissue with the calcification to be biopsied, along with the rfid tag. The tag did not emit a signal once removed from the patient. In order to ensure there were no glass fragments remaining, a follow up mamogram was conducted on (B)(6) 2019. Follow up with the surgeon's office confirmed that post surgery mamogram was clear and that patient is doing well.